Event description:
It was reported that on (B)(6) 2023, a 25mm trifecta gt was implanted in a patient. On (B)(6) 2023, on the third postoperative day, a central jet transvalvular leak was found. The valve was replaced with a non-abbott device. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of central jet 3 days after the device was implanted so it was removed was reported. The investigation found that one leaflet was immobile during functional testing upon return to abbott, after being explanted. The leaflets of the valve were noted to feel stiff when manually manipulated, which could have contributed to the leaflet immobility. The manufacturing videos, showing the functional testing of the valve prior to release of the device were reviewed and contained no evidence of anomalies (such as incomplete coaptation or leaflet immobility) during functional inspection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet stiffening could not be conclusivly determined. If the leaflet stiffening was present prior to explant of the device, it it could have contributed to the reported leak reported, however as the timing of the leaflet stiffening could not determine this could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.